Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the received data. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Next, the received follow up data were inspected. The available iegms revealed the presence of noise in the rv channel, confirming the clinical observation. In summary, the lead was not returned for analysis. The data received confirmed the clinical observation. However, based on the information available for analysis, the root cause of the noise could not be determined. The review of the quality documents confirmed a regular device manufacturing.

Event description:
There was evidence of noise on the rv lead. This patient expired on (B)(6) 2014. It is unknown at this time if the device will be removed from the body. Should additional information become available, this file will be updated.